Event description:
It was reported that the home patient (hp) had a system error 2267 (air and fluid in the set) on the homechoice (hc) during use. It was determined that not all of the solution bags were properly connected during therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. It instructs the user to check all disposable set connections for a secure fit before beginning therapy. It provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.